Manufacturer narrative:
Unit passed displacement test. Basic occlusion test. Pump failed prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and rewinding during bolus. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump did not exposed to high magnetic field. Customer was able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.